Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image was frozen automatically. In addition, the white balance was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an image problem was observed with the evis exera iii video system center. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image problem was due to a printed circuit board failure (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.